Event description:
User reports significantly different inrs with protime system during use. Specific results and times not reported. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed. MFR conclusions: no conclusion can be drawn.